Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle prematurely retracted in the unit package. I received the following report from the emergency room team: "device triggered safety lock before use, including disconnection of the silicone, I emphasize that still in the package and without handling". Additional information received on 04-may-2026 it happened on (B)(6) 2026.